Manufacturer narrative:
(B) (4).

Event description:
The patient experienced shocking/jolting for one year and had the device replaced. Further information has been requested from her healthcare professional.